Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular (rv) lead oversensed noise, which triggered pacing inhibition. The noise was not reproduced in clinic and no changes or intervention was performed; the device will continue to be monitored. The patient was in stable condition.